Manufacturer narrative:
It was reported that a 53-year-old male patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter and suffered cardiac tamponade (requiring pericardiocentesis) and asystole (requiring surgical intervention). The investigational analysis completed 8/22/2019. The device was visually inspected and it was found in good conditions. During the second visual inspection, the shaft was observed kinked next to the handle. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor was tested and was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The device was deflecting correctly. However, the irrigation test failed. Further investigation revealed that the irrigation tube was damaged in the kinked area observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the irrigation tube damage is related to the kinked condition. This damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling and manipulation of the device during shipment. However, this cannot be conclusively determined. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Physician assessment was that the right atrium was probably perforated during some of the radio frequency ablations or catheter movement. No biosense webster inc. Product malfunctions were reported. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation. Or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
Biosense webster inc. Product analysis lab (pal) received the device for evaluation. Initial visual inspection revealed no physical damage. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 6/28/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter and suffered cardiac tamponade (requiring pericardiocentesis) and asystole (requiring surgical intervention). During the procedure, the patient was prepared and put in general anesthesia. The stsf and pentaray nav eco catheters were inserted into the patient¿s body. A trans-oesophageal echocardiogram (teo) scan was performed at the beginning of the case and showed no unusual findings. The right atrium (ra) and cti line ablation was performed by using the pentaray and stsf catheters. A few more radio frequency (rf) ablations were done on an atriotomy scar area, to consolidate scar. During the waiting period, another teo scan was performed and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 620ml of blood from the pericardium. The patient then went into asystole and a temporary pacing lead was placed. Patient¿s blood pressure recovered. The catheters and sheaths were removed, and the patient was transferred to the intensive care unit (ICU). Extended hospitalization was required to monitor cardiac rhythm and blood pressure. Patient¿s outcome was fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Physician assessment was that the right atrium was probably perforated during some of the rf ablations or catheter movement. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was not performed during the procedure. The carto 3 system and smartablate generator were set within standard settings. The generator was used in power control mode at 35w. Timer was setup at 120 seconds, but it did not reach time limit during any application. There was no evidence of steam pop during the ablation. The flow rate was set at 30ml/min when the ablation was applied >30watts, and 17ml/min when ablating at 30 watts or below. No error messages were observed on any bwi equipment during the procedure.